Event description:
It was reported that a stroke occurred. The patient underwent a watchman left atrial appendage (laa) closure procedure in (B)(6) 2018. Patient presented in (B)(6) 2019 complaining of having the feeling of a stroke and was noted to be non-verbal by children. A computed tomography scan was performed to confirm the patient had an ischemic stroke. A transesophageal echocardiogram was performed in (B)(6) 2018, to reveal a peri-device leak of 4-6mm, but no thrombus was seen. Patient was on plavix and aspirin at the time of the event. No further information is known at this time.

Manufacturer narrative:
Lot number and device information has been corrected.

Event description:
It was reported that a stroke occurred. The patient underwent a watchman left atrial appendage (laa) closure procedure in (B)(6) 2018. Patient presented in (B)(6) 2019 complaining of having the feeling of a stroke and was noted to be non-verbal by children. A computed tomography scan was performed to confirm the patient had an ischemic stroke. A transesophageal echocardiogram was performed in (B)(6) 2018, to reveal a peri-device leak of 4-6mm, but no thrombus was seen. Patient was on plavix and aspirin at the time of the event. No further information is known at this time. Physician further reported patient went to skilled nursing facility and sustain some hemiparesis, side unknown.